Manufacturer narrative:
The insulin pump passed displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. However, the format history file analysis has confirmed hardware low level failure error alarm due to poor solder joints at the u1 ambient light sensor on the keypad assembly. The insulin pump was received with scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm during auto test. The customer's blood glucose was 120 mg/dl at the time of incident. The customer was advised to rewind and the customer was able to rewind successfully. The customer was advised to deliver a bolus and the bolus amount was recorded in the bolus history. The insulin pump will be returned for analysis.